Manufacturer narrative:
Further information regarding the exact date of explant was requested but not received.

Event description:
Further information was received indicating oversensing episodes were also observed. The device was explanted and replaced. The patient was stable.

Event description:
Further clarifying information was received indicating this device remains implanted after the firmware was upgraded on (B)(6) 2019. In addition, false atrial fibrillation detection were observed due to premature ventricular contractions.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false pause episodes due to undersensing were reported. The device reprogrammed to resolve the issue and the patient was stable.